Event description:
It was reported to boston scientific corporation in 2009, that a nasobiliary catheter with guidewire was used during a endoscopic nasobiliary drainage procedure performed in 2008. According to the complainant, the distal tip of the guidewire detached in the pt's common bile duct. The physician felt the detached tip segment would travel to the duodenum. The procedure was completed with a different guidewire. No additional details regarding the circumstances surrounding this event have been obtained at this time. Should additional details become available, a supplement will be filed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.